Event description:
It was initially reported that the device had its service indicator illuminated and had logged a fault code. Physio-control evaluated the device and verified the reported failure. The biphasic pcb assembly was replaced and proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed biphasic pcb assembly and observed that the defibrillation functionality was disabled. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control further evaluated the removed biphasic pcb assembly and determined that the cause of the reported failure was due to a failure of an integrated circuit chip designator u9.